Event description:
The olympus, model cv-190, evis exera iii video system center, was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was determined image problems were present, such as no image and freezing image. This report is submitted for the malfunctions of no image and freezing image. As this was found during in-house service, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. No image and a freezing image were found due to a faulty dp printed circuit board and a faulty cm printed circuit board. The investigation is ongoing and a definitive root cause has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was manufactured over 7 years ago. As a result, the parts on the board may have deteriorated due to repeated use over time, and the dp substrate and cm substrate failed. The image signal processing including the freeze control is carried out in the dp substrate, and it is likely the image froze due to this failure. In addition, it is likely that the flickering image occurred by the failure of the cm substrate. Olympus will continue to monitor field performance of this device.